Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device image issue. The monitor was blank with serial digital interface (sdi) 1 no sync on the screen. The customer has the cv-190 sdi out going into a gi genie and then to a wall plate. Tac instructed the customer to swap the (sdi) out from the cv-190 to the sdi in on the wall plate. Images appeared after the troubleshooting. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, the evis exera iii video system center cv-190 wall monitor does not display an image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. It was determined through investigation that unintended user error caused the customer reported event of no image with "serial digital interface (sdi) 1 no sync" displayed on the screen. Descriptions on sdi output was found in the instruction manual. Following this could prevent the occurrence. "24 hd/sd sdi in terminal connects a monitor compatible with the serial digital interface (sdi). Inputs the sdi signal. 25 hd/sd sdi out 1 terminal connects a monitor compatible with the serial digital interface (sdi). Outputs the sdi signal. 26 hd/sd sdi out 2 terminal connects a monitor compatible with the serial digital interface (sdi). Outputs the sdi signal." A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted.